Event description:
Report received through clinic notes that over the last month, a patient had experienced an increase in seizures and also had a fall at her mom's house. A statement after this one indicated the patient was referred for a generator replacement. This suggested the physician referred the patient due to the increase in seizures. A review of the programming history did not provide evidence of battery life and vns functionality around the time of the seizures. Three good faith attempts were made to the physician for an assessment and device information, however, no additional information was provided. No surgical intervention has occurred to date. No additional relevant information has been obtained.

Event description:
The patient's device was explanted and discarded by the hospital after the procedure. Pre-operative diagnostics were within normal limits. No additional relevant information has been obtained.